Event description:
It was reported that during a coronary stenting treatment procedure, deflation difficulties were encountered. The express2 stent was placed in a vein graft. The vessel had not been pre-dilated. The stent was deployed successfully at unknown atms, but following deployment, the physician was unable to deflate the balloon. Despite multiple attempts to deflate the balloon by using a syringe, a different inflation device and the power injector, the balloon remained inflated for several minutes. The entire system was removed with the balloon still inflated. No patient injury was reported. The patient status is "okay".